Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a bad nav-ring. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
G4: 30apr2019; b4: 09oct2019. The field service engineer replaced the nav-ring. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a bad nav-ring. There was no patient involvement. Event date not specified; estimate used.